Event description:
The device was being used to monitor a pt via the 3 lead cable. The device reportedly gave a check patient alert. The monitor allegedly displayed electrocardiogram artifact. Resembling ventricular fibrillation. The pt was conscious and alert. A back up was obtained and treatment was continued. There were no adverse effects to the pt as a result of the reported event.